Manufacturer narrative:
(B)(4). The unique device identifier (UDI), expiration date and date of manufacture are reported as unknown, because it could not be confirmed which of two clips experienced the slda; therefore, the information is reported as follows: first device: reference/lot #: cds02st / 60623u108, (B)(4), date of manufacture: 06/23/2016, expiration date: 06/30/2017. Second device: reference/lot #: cds0502 / 70221u167, (B)(4), date of manufacture: 02/21/2017, expiration date: 02/21/2018. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. The reported patient effects of endocarditis and death, as listed in the mitraclip nt system instructions for use (are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported endocarditis cannot be determined. A conclusive cause for the reported patient effect of endocarditis and the relationship to the device, if any, could not be determined; however, the reported death appears to be a result of surgical complication. The physician deemed the death to be unrelated to the device or procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other 2 implanted clips referenced are filed under separate medwatch reports.

Event description:
This is conservatively filed to report the endocarditis and patient death. It was reported that on (B)(6) 2017, the patient with degenerative mitral regurgitation (mr) underwent a mitraclip procedure and two clips were implanted. The mr was reduced from grade 4 to grade 1. On an unspecified date, the patient began to experience increased dyspnea and mr increased to grade 4. A single leaflet device attachment was noted. On (B)(6) 2017, the patient underwent a second mitraclip procedure. An additional clip was implanted to stabilize the detached clip. The mr was reduced to grade 1-2. In december 2017, the patient underwent a transesophageal echocardiogram, which noted endocarditis on the mitraclips. On (B)(6) 2018, the patient underwent a surgical mitral valve replacement procedure and the 3 implanted clips were surgically removed. Five days post-surgical procedure, on (B)(6) 2018, the patient died. Cause of death was not provided; however, per physician, the patients death was not related to the mitraclip devices or procedure. No additional information was provided.